Manufacturer narrative:
(B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced redness around the stoma and yellow-green drainage with an odor. That day, he went to the emergency room and was placed on antibiotics cipro and clindamycin for on week. The stoma was looking better and had less drainage. He was washing the stoma with mild soap and water. He did not know the name of the manufacturer but stated the connector was green.